Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported that a discordant, falsely depressed vancomycin (vanc) patient result was obtained on a dimension vista 500 system. Siemens headquarters support center (hsc) has reviewed the customer information provided and the instrument data. Calibration results and quality control results were within conformance. No additional discordant vanc results were reported. No product non-conformance has been identified. The cause of the event is unknown. The device is operating within specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed vancomycin (vanc) result was obtained on a patient sample on the dimension vista 500 system. The result was not reported to the physician(s). The same sample was reprocessed on the same instrument and on an alternate instrument and a higher result was obtained and reported. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed vancomycin (vanc) result.